Event description:
It was reported that the nurse inadvertently left the roller clamp in the closed position and the pump did not alarm resulting in an under infusion. There were no resultant pt complications.